Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the endoscopic image cannot be displayed a root cause could not be identified. Based on the results of the investigation, it was likely that the most probable cause for the image changing to a colour bar or black screen was traced to electrical component failure. Additionally, due to damage to the cable unit, the endoscopic image could not be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had the image change to a colour bar or a black screen. There were no reports of patient harm.